Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer stated their blood glucose was over 1000 mg/dl at the time of hospitalization. It was also found the customer experienced a diabetic coma, leading to the hospitalization. The customer was admitted into the intensive care unit for four days as a result. The insulin pump will not be returned for analysis.